Event description:
Pt reported his infusion device is causing him concern. Pt stated some segments on the infusion device aren't completely visible, in particular those that indicate the bolus amount. Pt reported he cannot read what is written on the display and is unable to provide the residual life. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.